Manufacturer narrative:
Findings: pump passed self-test and unexpected restart error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Unable to confirm compromised force sensor alarm and unable to perform displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, and occlusion test due to completely cracked end cap. Pump received with cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown.